Event description:
It was reported by the site that their handheld computer was freezing on the interrogation successful screen. The site requested to have the programming system (programming wand, handheld computer and software) returned and to have a new system sent to them. The programming system was received for product analysis. Product analysis of the programming wand resulted in no observed anomalies or conditions. The wand performed according to specifications. Product analysis has yet to be performed on the handheld computer and software.